Event description:
Infusion nurse (B)(6) mom called to reports they were having pump issues, the pump was not programmed correctly. Rph walked infusion rn to reprogram pump for infusion to take placed. Patient's mom requested a new pump due to malfunction to have a primary and a backup on hand. Pump serial number (B)(6) will be returned and new pump will be sent to patient. It is unknown if patient missed a dose, experienced an adverse event, if md is aware. No further information, details or dates provided. Diagnosis for use: gaucher disease.